Manufacturer narrative:
The patient had a pump exchange. The pump was returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the device met all requirements for release. Post-explant engineering evaluation did not reveal any conditions that would have contributed to the reported event. Review of the controller log files revealed an increase in power consumption and flow, as well as "high watts" alarms that correlate with the reported event. Independent pathological analysis confirmed the presence of organized thrombus in the pump. The cause of the reported event cannot be conclusively determined. There is no evidence to suggest that a device malfunction caused or contributed to the reported event.

Event description:
This event involved a patient who experienced a high power event approximately 6 months after heartware lvad implantation. The patient experienced increased heart failure symptoms of dyspnea, abdominal fluid retention and lower extremity edema; six hour later dark brown urine and high power alarm were reported. Power was 5.5, up from usual 4.2. The patient was hospitalized and treatment with heparin and tpa infusion started. As last reported, the patient was schedule for a pump exchange. Investigation is ongoing.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.